Manufacturer narrative:
(B)(4). It was reported that following insertion of mesh the patient experienced urinary problems, recurrence, and neuromuscular problems. It was reported that patient underwent revision of mesh and layer closure and cystourethroscopic exam on (B)(6) 2013 due to pelvic pain, dysuria and erosion of mesh. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.